Event description:
It was reported that the event occurred in the cath lab. There is no patient information available. The intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's left femoral artery. The md advanced the iab through the sheath and soon after the iab was placed the intra-aortic balloon pump (iap-0500j s/n (B)(4)) was switched on. The balloon "could not be inflated". As a result, the iab and the sheath were removed as one unit. The md used a zeon co., ltd iab with success. There was no reported patient death or injury. Medical/surgical intervention was not required. It is unknown if there was a delay/interruption in therapy. The patient's outcome is listed as "good".

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.